Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that they had a pseudoaneurysm 48 hours post deployment of the 8fr angio-seal device. There were no issues with the patient's condition. The deployment of the angio-seal device was successful. Additional information was received on (B)(6) 2022: a 7fr procedural sheath was used and was closed with an 8fr angio-seal device. Bleeding occurred 24 hours after the procedure. The patient was on heparin. She had developed a hematoma. The deployment of the device was fine, no bleeding, pain until the acute bleeding episode the following day. The patient had 2-4 hours bedrest after the procedure. Access site arteriograms looked normal and there were no access issues during the case. Right common femoral access with ultrasound, single puncture. The patient had a superior mesenteric artery (sma) arteriogram and stenting using a 7fr tourguide. The estimated blood loss was less than 200ml.

Manufacturer narrative:
This report is being submitted as follow-up no. # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a hematoma. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effect analysis (fmea).